Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information base on the device evaluation. The following sections of this report have been updated: h6 device code, investigation findings, type of investigation, and investigation conclusions. The commander delivery system was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing, and dimensional analysis were unable to be completed. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A device history record review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A lot history review was performed and revealed no other complaints relating to the complaint. The instructions were reviewed instruction for use (IFU) for commander delivery system, device preparation manual, device training manual, supplemental material and no IFU/training deficiencies were identified. The procedural training manual provides guidance for valve delivery, if valve alignment is not performed in a straight section, there may be difficulties performing this step which may lead to delivery system damage and inability to inflate the balloon. Utilizing alternate fluoroscopic views may help with assessing curvature of the anatomy. If excessive tension is experienced during valve alignment, repositioning the delivery system to a different straight section of the vasculature and relieving compression (or tension) in the system will be necessary. The risks of difficulty or inability of conducting valve alignment and inflating the balloon, and associated harms have been reduced as low as possible through design and manufacturing processes. Edwards has provided guidelines and instructions to the physicians in the IFU and training materials/refresher training on proper system preparation, valve alignment, and inflation/deflation techniques. Users are informed of the residual risks associated with use of the delivery system and sheath through the potential adverse events section in the instructions for use (IFU) and/or device training materials. The benefits of the system outweigh the risks associated with difficulty or inability of conducting valve alignment and inflating the balloon. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for valve alignment difficulty and inflation difficulty were unable to be confirmed due to no relevant device or imagery was provided for evaluation. Without the device, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, a potential manufacturing non-conformance was unable to be determined. However, a review of DHR and lot history did not reveal any indication that a manufacturing non-conformance contributed to the complaint. A review of the IFU and training manuals also revealed no deficiencies. There are few patient/procedural factors that can contribute to the valve alignment difficulty. Improper device preparation: if the balloon profile is altered, it may be difficult to advance the thv over balloon. The balloon profile may be affected by device preparation steps, such as inflating the balloon past the recommended 20-30% as instructed in IFU materials or leaving residual fluid in the balloon after de-airing. Tortuous anatomy: if there is tortuosity present in the vasculature, it may be difficult to pull the balloon shaft through the flex shaft along the curvature in the anatomy. In addition, if the thv alignment is performed at an angle (non-straight section of aorta), this can cause the thv to unseat from the flex tip (non-coaxial placement of valve in relation to the flex tip) during alignment and "dive" into the lumen of the flex tip, resulting in high alignment forces and difficulty in achieving final alignment position. In such condition, the accumulated high alignment force can result in an increased tension within the system which can subsequently weaken the bonding between inflation balloon and crimp balloon resulting into tear and inhibiting the balloon from proper deployment. Per the training manual, "if excessive tension is experienced during valve alignment, repositioning the delivery system to a different straight section of the aorta and relieving compression (or tension) in the system will be necessary.". In this case, while a definitive root cause was unable to be determined, it is possible that patient (tortuosity) and/or procedural (altered balloon profile due to improper device preparation, valve alignment in non-straight section of anatomy, high alignment forces) factors contributed to the reported events. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.

Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by a field clinical specialist during the procedure of a 29mm sapien 3 valve through subclavian approach, when the physician attempted to deploy the valve it was observed that the balloon did not inflate. The delivery system was removed as a unit and a new delivery system and valve was deployed. Patient was stable throughout the whole case and the new valve was successfully deployed. There were no complications at the cut down site.